Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported image problem during inspection for use involving an olympus rigid video laparoscope. There was no patient involvement.